Event description:
Spinal fusion performed. Pt returned for revision due to hardware failure. Pt reported heard a "pop" when bent forward and to right. F/u x-ray showed rod uncoupled from left screw at l5. Md did not note evidence of cross threading when screw was removed.